Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding multiple devices used in percutaneous vertebroplasty for pre-operative diagnosis of primary osteoporosis. The type of fracture involved was compression fracture and level implanted was third lumbar vertebra. It was reported that it became impossible to fill due to premature hardening of the cement. There was no overflow and cement was stored at appropriate conditions before use. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: similar device with product# c01a with 510(k)# k041584, UDI # (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.